Manufacturer narrative:
(B)(4). The device received was returned with the tissue pad in good physical condition and properly attached to the clamp arm and not detached as reported by the customer. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a pancreatoduodenectomy, the tissue pad flew off from the first actuation. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.